Event description:
The following has been reported: biomed reported: "no patient harm we have an IV pump that is having issues. Staff states that the pump is saying "service needed." 05/01/2026- biomed reported that the set used is not available. "When we receive the pump for service, we only receive the pump and charging bracket." A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.